Event description:
The customer reported to olympus, the us probe has image echo problem and lines in the image. It's unknown when the issue reported was found. The device was returned for evaluation. During the device evaluation, there is a gap between acoustic lens and ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on ultrasonic probe, the number of missing element exceeds the standard value. Due to damage on acoustic lens, displayed ultrasound image is defective. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus further received information that the reported problem was first noticed before the diagnostic echo endoscopy procedure. The procedure was delayed for one hour, while the patient was under general anesthesia, to pick up the endoscope from another site. The procedure was completed with no reports of user or patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was a gap between the acoustic lens and the ultrasound probe. However, the root causes the reported failure and adverse event (delayed procedure) could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿caution: do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.